Event description:
It was reported that the patient with this pacemaker device exhibited undersensing. Technical services (ts) reviewed and stated that there was atrial undersensing. This device remains in service. No adverse patient effects were reported.